Manufacturer narrative:
D2b: pro code (product code): dqy, lit. G4: premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon vertically ruptured. The device was removed the procedure was completed with a different device. There were no patient injuries reported, and the patient condition was good post-procedure.